Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ("uterine rupture") and menorrhagia ("immediate heavy uterine bleeding with large clots post-procedure/ severe menorrhagia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia (plaintiff underwent the essure procedure under general anesthesia) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) with tachycardia, anaemia postoperative and asthenia and complication of device insertion ("complication of device insertion"). On (B)(6) 2011, the patient experienced uterine rupture (seriousness criteria medically significant and intervention required) with procedural pain. The patient was hospitalized on (B)(6) 2011. The patient was treated with blood transfusion, auxiliary products, surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2011) and surgery (emergency d&c - dilation and curettage - with the possibility of hysterectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the uterine rupture, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia and uterine rupture to be related to essure. The reporter commented: on (B)(6) 2011, plaintiff was admitted for observation and care. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2011: uterine rupture. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including uterine rupture (understood as uterine rupture) and immediate heavy uterine bleeding with large clots post-procedure/ severe menorrhagia (understood as menorrhagia). On (B)(6) 2011 , she underwent surgery (emergency d&c - dilation and curettage along with total vaginal hysterectomy and bilateral salpingectomy) and essure was removed. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, post essure insertion the patient experienced menorrhagia. On (B)(6) 2011 the hysteroscopy confirmed uterine rupture. This may have been a contributory role for her immediate heavy uterine bleeding with large clots post-procedure/ severe menorrhagia. This case was classified as incident since device was removed via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine rupture ("uterine rupture") and menorrhagia ("immediate heavy uterine bleeding with large clots post-procedure/ severe menorrhagia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia (plaintiff underwent the essure procedure under general anesthesia) on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) with tachycardia, anaemia postoperative and asthenia and complication of device insertion ("complication of device insertion"). On (B)(6) 2011, the patient experienced uterine rupture (seriousness criteria medically significant and intervention required) with procedural pain. The patient was hospitalized on (B)(6) 2011. The patient was treated with blood transfusion, auxiliary products, surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2011) and surgery (emergency d&c - dilation and curettage - with the possibility of hysterectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the uterine rupture, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia and uterine rupture to be related to essure. The reporter commented: on (B)(6) 2011, plaintiff was admitted for observation and care. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2011: uterine rupture. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae (adverse event) case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including uterine rupture, and immediate heavy uterine bleeding with large clots post-procedure/ severe menorrhagia. On (B)(6) 2011 , she underwent surgery (emergency d&c - dilation and curettage along with total vaginal hysterectomy and bilateral salpingectomy) and essure was removed. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, post essure insertion the patient experienced menorrhagia. On (B)(6) 2011 the hysteroscopy confirmed uterine rupture. This may have had a contributory role for her immediate heavy uterine bleeding with large clots post-procedure/ severe menorrhagia. This case was classified as incident since device was removed via surgical intervention. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.